Event description:
Baxter reported, " a spike of a transfer set came off from a port of uv twin bag. (10 days use)." Sample has been discarded. No pt injury or medical intervention was associated with this incident per baxter.